Event description:
On 24th june, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 500. As it was stated, paint damage occurred on the bracket and sleeve. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping around the keypad and from the fork, silicone cap was missing, and the antibacterial film was chipping from the keypad. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d4 version of model #, d4 catalog #, d4 serial #, d4 unique identifier (UDI) #, h6 medical device ¿ problem code and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 24th june, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 500. As it was stated, paint damage occurred on the bracket and sleeve. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping around the keypad and from the fork and the membrane was chipping from the keypad. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 24th june, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 500. As it was stated, paint damage occurred on the bracket and sleeve. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping around the keypad and from the fork, silicone cap was missing, and the antibacterial film was chipping from the keypad. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d1 brand name: powerled ii corrected d1 brand name: maquet powerled ii previous d4 version of model #: ard569202901 corrected d4 version of model #: ardpwt209006a previous d4 catalog #: ard569202901 corrected d4 catalog #: none previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4). Previous h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454 corrected h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454 mechanical problem/detachment of device or device component//2907 previous h6 component codes: mechanical/coating material//4768 mechanical/membrane//484 corrected h6 component codes: mechanical/coating material//4768 mechanical/membrane//484 mechanical/cap//424 getinge became aware of an issue with one of surgical lights - powerled ii 500. As it was stated, paint damage occurred on the bracket and sleeve. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping around the keypad and from the fork, silicone cap was missing, and the antibacterial film was chipping from the keypad. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). Additionally, this event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The cleaning of the device, and particularly the wiping of the device may lead to a partial dismantling of the silicone cap. A maintenance intervention may also be at the origin of an improper positioning of this cap. This partial dismantling may lead to a fall of the silicone cap during the cleaning, or during a surgical procedure. To prevent any incident, the powerledii and volista instruction for use IFU 01811 & 01781 instruction mentions : - do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. - check the proper position caps and cover during the daily inspections before use. The probable causes of antibacterial film degradation are collisions and friction with other equipment due to inappropriate use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 24th june, 2024, getinge became aware of an issue with one of surgical lights - powerled ii 500. As it was stated, paint damage occurred on the bracket and sleeve. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping around the keypad and from the fork and the membrane was chipping from the keypad. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.